Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited myopotential oversensing that resulted in pacing inhibition. Programming changes were made successfully. The patient was stable and asymptomatic.